Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and prime tests. The insulin pump was received with stuck in motor error alarm loop during bolus and basal delivery and motor position encoder error alarm confirmed in history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was unable to perform no delivery test due to motor error alarm. No display anomaly noted during testing. The insulin pump had scratched lcd window, cracked display window corner and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received no delivery alarm, motor position encoder error alarm and a motor error alarm. The customer reported that the screen was scratched and the display was blurred like there was ink in the screen. The customer's blood glucose was 611 mg/dl at the time of incident. The customer stated that they have not treated the high blood glucose at the time of call. The customer stated that the no delivery alarm was resolved by a complete set change. The customer stated that the insulin pump was dropped. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.